Event description:
It was reported that the abduction and labor bar had exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the foot support had sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the foot support had sharp edges. Follow-up submitted with evaluation results which determined the abduction and labor bar had exposed sharp edges.(B)(4).